Event description:
Device malfunction: marker lumen blockage/suture retrieval. Time of malfunction; during vessel closure. Symptoms/ae: none: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, there was no blood flow through the marker lumen. The device was removed from the pt, but the sutures did not come out with the needles. It is unk how the sutures were removed. Outside of the pt anatomy, the device could not be flushed. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device has been returned for eval. Investigation is not complete.